Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they experience hypoglycemia. Customer's blood glucose level 52 mg/dl, 100 mg/dl. Customer states change sensor and it went blank. Customer had a low blood glucose due to not eating, also experienced sensor issues. Customer states one sensor failed due to lost signal and one sensor failed due to calibration not being accepted. Customer¿s wife declined troubleshooting for low blood glucose and sensor issue. The devices will not be returned for analysis.